Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and observe particle contamination on bottom enclosure during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Congenital anomaly/birth defect. After review, it was determined no congenital anomaly/birth defect was reported ,this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1. Address was updated in section e1. 'Evaluation summary attached' was unchecked in section h3.